Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery while priming with two different infusion sets. The customer's blood glucose level was unknown at the time of the call. The customer stated that they would like replacement reservoir sets sent to them for their new insulin pump that will be sent to them in a week.